Manufacturer narrative:
Additional information indicates the ipg meets its expected longevity based on programming parameters. There is no device malfunction; therefore, this device is no longer considered reportable. An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information indicated surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.